Manufacturer narrative:
The device sample was not received by the mfg at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the circuit leaked during testing. The circuits were being tested on an achieva vent when the alleged failure occurred. No pt injury reported.